Event description:
It was reported that the user experienced fluctuating blood glucose with ilet showing approximately 71 mg/dl and a confirmatory fingerstick of 80 mg/dl after clearing a prior infusion occlusion and performing a full supply change; the user delivered a second meal announcement shortly after breakfast, which resulted in a large insulin delivery and subsequent rapid glucose decline to 51 mg/dl. Symptoms included headache, anxiety, hypoglycemia, and hyperglycemia peaking at 401 mg/dl. Outcomes included transient hypoglycemia with device alerts and subsequent stabilization to a normal range while on the call. Investigation included troubleshooting and education regarding appropriate use of meal announcements and use of fingerstick to verify glucose. Investigation of this case revealed that the ilet delivered approximately 17 units over five minutes in response to user inputs and that using meal announcements for correction contributed to the low glucose event. It was concluded that the event was related to user technique in using meal announcements for correction rather than a device malfunction.